Manufacturer narrative:
The patient experienced an infection at the abutment site that was treated with a topical medication (type not specified). This report is submitted on september 3, 2020.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient underwent skin revision to excise skin at abutment site (date not reported). The implanted device remains.